Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s operative eye. The patient has erm (epiretinal membrane) however, we could not confirm if the erm was pre-existing. Follow-up was performed but the customer did not respond. No further information is available

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: unknown/not provided. Section d4, model and catalog number: partial information provided due to the unknown serial number. Section d4, expiration date: unknown as the serial number was not provided. Section d4, unique identifier (UDI) number: a partial UDI was provided as the serial number was not provided. Section d4, expiration date: unknown as the serial number was not provided. Section d6a, if implanted, give date: unknown/not provided. Section d6b, if explanted, give date: not applicable. There is no indication the lens was explanted. Section h4 device manufacture date: unknown as the serial number was not provided. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.